Manufacturer narrative:
The reported event was confirmed as cause unknown. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be component out of specification. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone foley catheter. Visual inspection of the sample noted no obvious visible observation. The catheter balloon was inflated with in-house syringe with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and it rested with no leaks. The catheter was connected to the inhouse syringe, the solution was unable returned after 5 minutes. Sample received does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe¿. The syringe was removed, and the inflation valve was observed depressed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure. That all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removed the foley catheter, there was a bulge in the cuff (irregularities in the silicone), made it difficult to remove. No abnormalities were detected throughout the catheter. They discarded a syringe made by another company.

Event description:
It was reported that when removed the foley catheter, there was a bulge in the cuff (irregularities in the silicone), made it difficult to remove. No abnormalities were detected throughout the catheter. They discarded a syringe made by another company.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.